Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien troubleshot this issue with the customer over the phone. The customer was advised to run short self test, extended self test, calibration and run the for 48 hours.